Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. The atrial lead exhibited noise that was reproducible. The lead was capped and replaced on (B)(6) 2015.